Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. Boluses per day: 6. The indication for use was non-malignant pain. The patient reported that the handset was not connecting to the pump. Per the patient, it had been working fine all day today until now. The patient stated the screen just says ensure communicator is powered on. The agent had the patient restart the handset and reset the communicator. The patient confirmed bluetooth and location were on. The screen was stuck on "connecting¿. The patient pressed cancel, selected re-sync, and the patient was then able to see retrieving pump settings. The patient then mentioned that retrieving pump settings gets stuck at 91% and ¿takes forever sometimes¿. The agent reviewed information and assisted the patient with clearing data on the handset. The patient stated they have been waiting for an hour to be able to deliver a bolus. The troubleshooting steps resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.